Event description:
We have a pump at a clinic with an error 30 we have not been able to fix.

Event description:
Customer reported error 30. The device was not received for investigation. Error 30 was confirmed in the event log. The device history record was reviewed. There were no events linked with the reported issue. A CAPA has been initiated in order to address this issue.